Event description:
It was reported that the pump had failed starting in november and (B)(6) 2013. The pump started ¿backing out, ¿broke loose¿ inside his body and ¿it was like the pump was coming out of the skin.¿ in late (B)(6) 2013, the pump broke through the skin. The patient¿s skin became infected and the patient was septic. The pump was explanted in (B)(6) of 2014 as the pump had changed orientation/reoriented itself. Further information noted that the patient had significant weight loss while hospitalized for decubitus wounds. The side port began to cause pain, but secondary to ongoing infected status ((B)(6) in decubitus/blood). Repositioning surgery was not feasible as the patient¿s chronic infectious status made surgical revisions too high risk. Pocket erosion was reported as the pump, side port, eventually eroded through the skin with additional weight loss and had to be explanted. The onset of infection was noted at 2014 (B)(6) with the pump eroding through the skin. There was no meningitis. The location of the infection was noted as decubitus ulcers with culture obtained noting (B)(6). Treatments included intravenous and oral antibiotics. The patient¿s outcome was reported as ongoing as in decubitus ulcers and there was no drug withdrawal. The patient¿s outcome was also reported as recovered without permanent impairment. This device system had delivered baclofen and morphine. The patient was currently hospitalized in a specialty hospital unrelated to therapy as he currently did not have a pump implanted. He was on ¿cup-fulls¿ of oral medication and was seeking information to locate a closer physician to have another pump implanted. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).